Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use.

Manufacturer narrative:
During evaluation of the device, a broken ac inlet connector was identified. The ac inlet connector was replaced to correct the issue. The damage appeared to have been caused by mishandling of the device.